Event description:
It was reported that sometime post-op, the connector slipped off the screw post. The pt had revision surgery.

Manufacturer narrative:
The product was returned for evaluation. The diameter of the screw post hole was within specification. Visual examination found the connector appeared to bottom out on the screw head. This may have prevented or compromised proper locking force on the screw post causing the connector to release from the screw post. A review of the device history records did not indicate any applicable non-conformance to specification.